Event description:
Aspen surgical received a report from the distributor indicating that a marking pen was found with defective seals. The item was not in use. No injury/death was reported. Customer reported multiple lots with the same reported issue. The complaint records with their respective lots are as follows: c-1180807, lot 203545; c-1180813, lot 216760.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. Photographic evidence along with the manufacturing lot number were provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the samples confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. Samples were received confirming reported problem of parts in the seal. The samples expressed the patient label being caught in the seal and not seated within the pocket. Patient labels and rulers are loaded into the machine by an automated auto-loader which dispenses each component into the pocket. The cylinders that were being used at the time these shop orders were built was dropping the parts from too high of a height therefore causing some parts to not be dropped directly in the pouch. A change validation has since been implemented which replaced the pneumatic cylinders on the auto-loader with longer, three-stage cylinders. This improved the part drop height into the pocket to allow for better part placement. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a marking pen was found with defective seals. The item was not in use. No injury/death was reported. Customer reported multiple lots with the same reported issue. The complaint records with their respective lots are as follows: c-1180807, lot 203545. C-1180813, lot 216760.